Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the pedi-ventricular assist system blood pump head did not fully turn within the motor head. Upon initiation of extracorporeal membrane oxygenation (ECMO) it was noticed by the bedside nurse that the pump head was not fully turned within the motor head. This was noticed both visually and could be heard at times when it was not sitting properly within the motor head. The pump head was attempted to be turned within that motor head, with no success. It was deemed to be safe, so it continued to be used. The pump head was switched to a different motor but the same results were seen.

Manufacturer narrative:
This record was determined to be a non-complaint. All investigational findings will be reported under MFR # 3003306248-2024-02733.